Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device interacted with the moderately calcified, mildly tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous proximal left anterior descending artery that is 90% stenosed. The 3.5x19mm graftmaster covered stent failed to cross due to anatomy to treat a perforation. A non-abbott covered stent was sued to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.